Manufacturer narrative:
Medical review: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Based on the provided medical records, the patient sustained a spiral femoral shaft fracture in (B)(6) 2011. The exact root cause of the reported loosening could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. The devices and further information such as the preoperative x-rays and the primary and revision operative reports are needed. If the devices and/or additional information become available, the results of the investigation will be provided in a supplemental report.

Event description:
It was reported that patient had a right total hip in 1998, it was a howmedica implant. In (B)(6) 2011 patient fractured and surgeon put peri prosthetic plate and kept hip intact. Since then the stem has gotten loose. Surgeon took out everything and replaced with restoration modular.

Event description:
It was reported that patient had a right total hip in 1998, it was a howmedica implant. In (B)(6) 2011 patient fractured and surgeon put peri prosthetic plate and kept hip intact. Since then the stem has gotten loose. Surgeon took out everything and replaced with restoration modular.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown howmedica stem. The device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.